Manufacturer narrative:
Device not returned.

Event description:
It was reported that the catheter was unable to pace from the beginning. Another device was used and the problem was solved. There was no pt complications reported.